Event description:
It was reported that in early 2010, the patient was presented for treatment of neck and back pain resulting from a motor vehicle accident. On (B)(6) 2010, during the patient's initial visit, the doctor recommended that he undergo surgery on his neck. The doctor told the patient that he would conduct a two-part surgery, the first part being an acdf; the second part being a thoracic laminectomy and disectomy at t9¿10, and lumbar fusion at the l2-s1 levels. The doctor operated on the patient's cervical spine at c4¿5, during which rhbmp-2/acs was used.it is alleged that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Device is not returned to manufacturer therefore the cause of the event cannot be determined.